Event description:
It was reported that the balloon ruptured. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon was inflated for 10 seconds upon the first inflation and ruptured at 8 atmospheres. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient is stable after the procedure.